Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported that multiple malfunction alarms occurred and the pump stopped all insulin delivery. The customer's blood glucose was 190 mg/dl. Troubleshooting with tandem technical support was performed. The customer reported that the pump would continue to be used for insulin therapy.

Manufacturer narrative:
Corrected data: "multiple malfunction alarms" corrected to "a malfunction alarm"